Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped functioning as intended. Customer stated that he is unable to deliver a quick bolus via the wake button, and at times the button has to be pressed multiple times for the pump to respond. Customer's blood glucose level was not impacted. Reportedly, customer will continue to use the pump for insulin therapy.